Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot# v503604, implanted: (B)(6) 2010, explanted: na.

Event description:
It was reported that the patient experienced a shocking sensation and stimulation in the wrong location. When the patient turned stimulation on, they felt pain in their right hip. Additional information has been requested, but was not available as of the date of this report.